Manufacturer narrative:
The event date of (B)(6) 2015 is estimated and was selected as that is when the patient's anticoagulation was stopped with the exception of aspirin, and when the hemorrhagic events occurred. The change in anticoagulation may be a contributory factor in the final report of pump thrombosis. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years. The pump was not returned for evaluation for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was non-compliant with medications and care of the device. On (B)(6) 2014, the patient's coumadin was stopped and the patient was placed on lovenox twice a day, reportedly due to unspecified safety reasons. In (B)(6) 2015, the lovenox was discontinued due to unspecified hemorrhagic incidences and the patient was left on 81mg of aspirin, which was increased to 325mg in (B)(6) 2015. In (B)(6) 2015, the patient started demonstrating signs of thrombosis with a lactate dehydrogenase level elevated to the 2000s u/l and the pump was sounding periodic, unspecified alarms. The patient was not an exchange candidate, and was placed in hospice care in (B)(6) 2016. On (B)(6) 2016, the pump started sounding low flow alarms. The family requested that the alarms be permanently silenced. The patient expired on (B)(6) 2016. The hospital staff suspects that the pump stopped working at that time from reports received from the family. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined. The patient¿s pump was not explanted and a full evaluation could not be conducted. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.